Event description:
It was reported that, one week after implant the patient with this right ventricular (rv) lead exhibited muscle stimulation and two weeks after implant the paced was reduced, and the automatic captured was turned off, but the patient was feeling well. Later on, the patient was seen in the clinic with grey color, feeling unwell and with short of breath. An echo was performed, and a pericardial effusion was found. Noise was also noted on the rv lead. The patient was admitted to united care and a pericardial drain revision was performed. The patient is recovering well and is expected to be discharged from the hospital. This rv lead remains in service. No additional adverse patient effects were reported.